Manufacturer narrative:
The report received from the affiliate indicated that during a stent assisted coil embolization the 14 mm. Enterprise vrd was placed at the target lesion but the distal end of the stent did not open. There was no reported loss of hemodynamic blood flow. There was no reported patient injury. No further information is available. The device remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01429041. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With review of the device history records there is no indication of any manufacturing issues related to the event. Based on the lack of information procedural/clinical information, no conclusion can be made regarding possible contributing factors or root cause. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization, the physician placed a 14 mm. Enterprise vrd and delivery stent in the target lesion but the distal end of the stent did not open. There was no reported loss of hemodynamic blood flow. There was no reported patient injury. Additional information has been requested.